Manufacturer narrative:
The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. As noted in the literature, the rate of svd in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Patient prosthesis mismatch (ppm) was also reported. Ppm is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. The root cause of this event cannot be conclusively determined with the available information. The device has not been returned for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd and/or nsvd and procedural related factors at the original time of implant. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
It was reported that this (B)(6) year-old female patient with a bioprosthetic aortic valve (subject device) and mitral valve, underwent redo aortic valve replacement and redo mitral valve replacement after implant duration of one year, four months. Patient was diagnosed with aortic prosthetic valve stenosis, insufficiency and patient prosthesis mismatch, and prosthetic valve mitral stenosis. Patient underwent redo-avr, redo-mvr, 30mm valsalva graft, pericardial patch for the reconstruction of the aortic annulus, CABG x1, and tricuspid valve repair with an annuloplasty ring. After the surgery, tee confirmed preserved biventricular function, adequate de-airing of the heart and excellent functioning valve. Before the closure of the chest, patient developed some worsening oxygenation and hypercapnia with pulmonary edema that was partially related to her underlying condition and the complexity of the operation. The surgical team decided to leave the chest open and placed veno venous ECMO support for her pulmonary function. The chest was left open. Patient tolerated this well and was taken to the ICU in stable condition. Operative indications, patient developed early rapid structural valve deterioration. On catheterization, she was found to have near total obstruction of left main coronary artery due to very low origin of her coronaries close to her aortic valve replacement. Operative findings, the aortic valve and mitral valve were both well seated in the annulus, but the leaflets of both aortic and mitral prostheses were thickened and fibrotic. There was fibrovascular degeneration of the mitral prosthesis and there was a perforation in one cusp of the aortic valve prosthesis directly adjacent to cor-knot, which probably cause abrasion of that leaflet. The valve was also seated in an oblique orientation in the annulus. There was a lot of fibrosis and scarring around the cor-knots which totally obstructed the left main coronary artery. The right main coronary artery was really low close to the sewing ring, but was patent. The mitral prosthesis was directly abutting across aortic prosthesis and also had fibrovascular changes of the leaflets and was stenotic. Two of the leaflets did not move at all on the tee. Postoperatively, tee showed severe rv dysfunction and a iabp was placed. As she responded to diuretics well and pulmonary edema improved, she was taken back to the or for chest washout, possible closure and vvecmo and iabp removal. Chest closure was not possible due to significant tissue edema; however, she tolerated eco and iabp removal well. She did well after ECMO removal; however, her oxygenation suddenly deteriorated. Cxr showed bilateral lung white out. This was likely ards secondary to pneumonia. Vvecmo was emergently reinserted. The patient remained extremely critical and eventually expired on pod #16.